Manufacturer narrative:
Device history record found no significant anomalies. No deviations or non-conformances were found.

Event description:
Additional information: after some attempts to handle the event, patient are still experiencing edema in the malar region. The the lesion had improved significantly with corticosteroid infiltration and hyaluronidase was not used as previously planned. Patient later returned to experience edema in the affected region. Patient was then treated with hyaluronidase about 2 days later and the healthcare professional noted a purulent discharge from the region. On the next morning, the healthcare professional tried to drain the lesion again but there was no secretion. Patient was again treated with hyaluronidase about 5 days later and started on clavulin. Patient was then referred to an infectologist. The healthcare professional has added that the product has not dissolved after injecting the patient with hyaluronidase. Symptoms are probably making a biofilm and drained pus. The swelling has regressed a bit, but there is still a point of the malar that has pus characteristic. It was added that the edema occurred after the use of filerina (topical cream containing hyaluronic acid). The healthcare thinks that the patient could develop allergy even from using topical products and as a result of these allergies and edema with hyaluronic acid resurgence.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of edema, hardened edema, warm regions, nodule, erythema, inflammatory/infectious process, lesion hard as a rock and encapsulation of lesion are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling. A device history record review has been initiated and analysis of the data has not been completed.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine in the zygomatic/malar. Prior to injection, the patient was prepped with a topical analgesic. The injection was done without experiencing any intercurrence and lesion of structures. About a month later, the patient had an intense rhinitis crisis and then the patient developed "important" edema in the left zygomatic. Patient was treated with prednisone and clavulin. Three days later, the patient began to develop "warm" regions. Patient was then treated with clindamycin and diprospan. Patient had one ultra sound done 2 days after onset and again 4 days later. The healthcare professional has noted that the nodule is not inflammatory, but it was noted by an allergan dermatologist that the photos of the patient show erythema and the ultrasound had results of exacerbated inflammatory process. Patient was then reassessed by a plastic surgeon and it was found that there were not any fluctuation, on the contrary, the lesion "is hard as a rock". A 3rd ultra sound was done which resulted in "encapsulation of the lesion." The symptoms are considered to be permanent damage as the "hardened edema has persisted" and is not being reduced. Patient had additionally been treated with triancil which let to the lesion softening a bit. Patient had another ultra sound 2 days later that revealed a thick collection with lobulated contours in the topography of the aponeurosis. It showed intense peripheral vascularization that could be related to an inflammatory/infectious process. Patient developed worsening symptoms and was reviewed again. Patient was then also treated with intravenous ceftriaxone. The "phlogistic signs" has been improving with the new antibiotic, but the lesion remains hardened.